Manufacturer narrative:
H.6. Investigation: bd has been provided with photos for catalog 307736 lot 1901291 to investigate for this record. The syringes were full of a drug inside and presented a small quantity of this drug between the first and second lip of the stopper. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could be produced because of a small damage in the stopper lip, which during use, produced the reported issue. DHR showed no indication of the alleged defect.

Event description:
It was reported that leakage occurred during use with a bd emerald¿ syringe. The following information was provided by the initial reporter, "leakage on 2 syringes. Consequences: sterility questioned, change of the lot and quarantine for the lot, the devices have been kept but contain chemotherapy." 2 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd emerald¿ syringe. The following information was provided by the initial reporter, "leakage on 2 syringes. Consequences: sterility questioned, change of the lot and quarantine for the lot, the devices have been kept but contain chemotherapy." 2 occurrences were reported, but the date/time and patient information were not given.